Event description:
During a laparoscopic assisted vaginal hysterectomy on or about the fourth firing the surgeon tried to fire the tsw35 and the cartridge fell into the abdomen of the patient. The cartridge was retrieved. Another tsw35 was opened and it would not fire completely. The tr35w reload, lot #j44p0h, will be returned. There was no consequence to the patient. 01/27/97 the second tsw35 worked with the first cartridge and the second cartridge did not work. The case was completed with the second instrument. 01/27/97 1400 left msg. And 800# with receptionist for md call back. 01/29/1997 nncl sent.